Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was torn, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was torn, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
An implantable pulse generator system was returned to the manufacturer with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately six months post system implant. The cause of death has been requested but not received.